Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of the drainage catheter completely detached from the hub portion. Some surgical components and gauge were noted. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre universal drainage catheter. During the procedure, it was noted that the drainage tube was fractured. The procedure was completed using another device. There was no reported patient injury.